Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a post-implant follow-up appointment, the patient presented with chest pain. Device interrogation revealed that the right ventricular left bundle branch pacing (rvlbp) lead exhibited inadequate capture due to suspected lead perforation, and extra-cardiac stimulation was noted. The left bundle lead was inactivated during the clinic visit. On (B)(6) 2025, the lead was explanted and replaced with a new lead. The patient remained stable throughout, and no adverse patient consequences were reported.

Event description:
New information noted that the lead also exhibited low pacing impedance.

Manufacturer narrative:
Correction: h6 health effect - clinical code should not include "chest pain".